Event description:
Medtronic received information that immediately following the implant of this bioprosthetic valve, severe aortic regurgitation was noted secondary to an immobile leaflet. Subsequently, the valve was explanted and replaced with a valve from another manufacturer. No adverse patient effects have been reported.

Manufacturer narrative:
The product was returned. Analysis: upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact. The non-coronary leaflet was in the open position with part of the lunula resting on the outflow rail. The left and right cusps were in a semi-relaxed position, which was a normal finding for this valve, as it is processed with the leaflets in relaxed state. On the coaptation tester, all leaflets fully closed with no evidence of a pinhole or gapping. All leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. All leaflets were intact. All commissures were intact. The hydrodynamic testing data showed the gradients were smaller than the historical testing data. The regurgitations were lower than the baseline data as well. High speed video: functional characteristics, as viewed on high speed video across a range of approximately 2 l/min cardiac output to approximately 8 l/min cardiac output, were exceptional with this device. Leaflets opened and closed fully in a synchronized manner. The closing characteristics were consistent with the data showing very low leakage volumes. There was no apparent reason or characteristic visible to explain the regurgitation or immobile leaflet noted in vivo. Conclusion: analysis could not duplicate the reported clinical observation as the valve performed as designed and within specification during laboratory testing. (B)(6). (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.